Manufacturer narrative:
(B)(4).multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02328.proposed component code: mechanical (g04) - stem.due to the initial invoice being unclear, the fractured stem that was revised is either this part/lot reported above or:oss cemented im stem 11mmx90mmpart#: 150360 lot#: 372770udi: (B)(6).manufacture date: may 29, 2019expiration date: may 29, 2029.d10 medical devices:oss 9cm prox tib mod cocr catalog#: cp113462 lot#: 784750oss poly lock pin catalog#: 150478 lot#: 807210oss tibial poly bearing 12mm catalog#: 150410 lot#: 727570oss 3cm resurfacing femoral rt catalog#: 150350 lot#: 048870oss poly femoral bushings catalog#: 150477 lot#: 677140oss poly tibial bushing catalog#: 150476 lot#: 807150oss reinforced yoke catalog#: 150493 lot#: 171040oss axle catalog#: 150480 lot#: 170340intramedullary plug 11-13mm catalog#: 130611 lot#: 371350reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right knee revision approximately three years post-implantation due to implant fracture. No additional patient consequences were reported.